Event description:
Fungal corneal ulcer-fusarium species. Event did not abate after use stopped. Outcome: disability or permanent damage. Sx. From 03/2005, treated outside of our facility for herpes simplex. We cultured pt, corneal biopsy, topical fungal keratitis treatment, oral fungal treatment, anterior chamber injection of anti-fungal. Required corneal transplant.